Event description:
I am wondering if you have ever reached out to dialysate manufacturers regarding look-alike labels for dialysis solutions. We are using a product called renalpure from manufacturer rockwell medical in (B)(4), that has a great potential for mix-ups. I will contact the manufacturer also, but wanted to write to ismp in addition. I have a picture of the solution but could not attach it here for your reference. Thank you for your time. Ismp, (B)(4).